Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer reverted to alternate insulin therapy customer¿s blood glucose level was 540-541 mg/dl. A manual injection was administered to address bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.